Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report a single patient sample failed to react in forward anti-a(abo1) microwell using an ortho vision mts analyzer. (B)(6). Event date: (B)(6) 2020. Reported on (B)(6) by the customer to ortho care helpdesk. Reagents: ortho mts a/b/d monoclonal and reverse grouping card lot 062520037-04 expiry date 09 april 2021, manufactured on 09 july 2020. Patient information: customer did indicated that patient is (B)(6) female. (No diagnosis proivde or transfsuion history). Previous history known of subgroup of ab, rh pos with anti-a1. The customer reported that on (B)(6) 2020, they had tested a patient sample for abo typing using ortho mts a/b/d monoclonal and reverse grouping card lot 062520037-04 with an ortho vision mts analyzer and that they had obtained: anti-a(abo1) microtube = "?", indeterminate reaction, anti-b(abo2) microtube= 4+, anti-d(rh1) microtube =4+, control microtube=negative, buffered gel microtube with a1(abo1) cells= 2+, buffered gel microtube with b(abo2) cells= negative. The vision imaging system did flag the anti-a(abo1) microwell with indeterminate "?", but based on review of image, the customer modified the "?" Flag to a negative reaction. The customer reported that the same sample was tested in tube technique and did react in forward anti-a(abo1) typing with 3+ reaction strength. No further information was provided on lot used. The customer reported that the same testing was repeated n the ortho vision mts using the same lot of ortho mts a/b/d monoclonal and reverse grouping card and a negative reaction was obtained with mts anti-a(abo1) reagent. The customer said that the same sample was sent to a reference laboratory and blood type was identified to be subgroup ab, rh positive. The customer determined patient is a subgroup b and believes patient in question should have reacted with gel technology. The customer reported no harm to the patient due to the reported event.